Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted to the esophagus to treat a severe stricture during an esophageal stent placement procedure performed on (B)(6) 2026. During the procedure, the stent was dislocated and could not cross the stenosis lesion. The procedure was completed using a different device. There was no patient complications reported as a result of this event.